Event description:
On 1/31/25 an ilet user's wife reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 1/28/25. She suspected that the high blood glucose was caused by the va providing sugar-containing food instead of sugar-free options in preparation for a colonoscopy. The user consumed a bowl of jello, after which the issue started. The user's dexcom g7 sensor showed a blood glucose of 180 mg/dl, while a blood glucose meter read 280 mg/dl. The user's wife was advised that the ilet treats based on sensor readings and to contact dexcom for a sensor replacement. During hospitalization, the user received insulin at night and rapid-acting insulin during meals. The wife reported that the user experienced their eyes rolling back. The user has since been released from the hospital and resumed using the ilet system.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.